Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the 30-degree endoscope plus camera image was backwards. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the endoscope and rotate it 180 degrees and hit the instrument clutch button and the customer was able to install the endoscope and the image became was normal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site reset the endoscope positioning memory to resolve the video issue. System is ready for use. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.